Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented in-clinic after receiving inappropriate therapy due to ventricular oversensing. Lead dislodgement, decreased sensing and loss of capture were observed. The lead was explanted and replaced.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).